Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received for evaluation. Visual inspection and functional test(s) were performed. The device was in good condition with no appearance of any physical damage. Event history log (ehl) showed:1- invalid syringe size. 2- no motor rate. The customer?s reported problems were: 1- invalid syringe size, 2- motor rate error and 3- battery need to be calibrated. The following tests were performed to address the reported problems: 1- syringe test and check the size reading of both qc slugs. 2- occlusion test. 3- check the reading of battery. The reported problems were not duplicated: 1- unable to duplicate the invalid syringe size at syringe test all the reading of qc slugs within the required specs. 2- unable to duplicate the motor rate error at occlusion test. 3- all the reading of battery within the required specifications. The reported problems were caused by: 1- barrel clamp head screw was found little loose which is causing the invalid syringe size intermittently. 2- no problem was found, pump was operated as intended. 3- no problem was found on battery, battery was operated as intended. For all reported problems, the root causes could not be determined. Action(s) taken to mitigate the reported issue(s): 1- replaced barrel clamp head screw, 2- cleaned and greased the whole motor assembly, and replaced leadscrew and clutch halves for preventive measure, and 3- battery did not need to be recalibrated due to no problem was found on battery; performed preventive maintenance and all functional testing passed.

Event description:
It was reported that during occlusion test, the pump was alarming for invalid syringe size, motor rate error, and battery needed to be calibrated. No patient injury was reported.